Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen cr-flx femoral component, catalog #: 00575001401, lot #: 61886308; nexgen pegged tibial component, catalog #: 00597003501, lot #: 62580095; articular surface, catalog #: 00595203010, lot #: 62638441. Multiple reports were filed for this event, please see associated reports: 3007963827-2018-00026, 0002648920-2018-00137, 0001822565-2019-01041. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent left total knee arthroplasty. Subsequently, patient experienced discomfort and loosening.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Qty: 2. Reported event was unable to be confirmed due to limited information provided. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported the patient underwent a revision procedure due to loosening.